Manufacturer narrative:
Method - no information to date. Results - investigation still underway. No results to date. Conclusions - no conclusion can be made at this time.

Event description:
A hospital in another country reported that there was a leak from the water feed tube near to the water bag spike of an mr290 humidification chamber. The distributor reported that the leak was due to a crack in the water feed tube.